Manufacturer narrative:
(B)(4). Report source, foreign event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the inner sterile packaging was found to be opened and surgery was completed with another backup product. No patient was involved.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated : b5 - e1- g1-2 - g4 - h2 - h10. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the inner sterile packaging was found to be opened and surgery was completed with another backup product. No patient was involved and no delay had occured related to the event.

Manufacturer narrative:
This follow-up report is being submitted to relay and correct additional information. The product analysis couldn't be performed as the product was not returned. The review of the device manufacturing quality record indicates that 1 613 products refobacin bone cement r 40x1, reference: (B)(4), batch: a751bd0910 were manufactured on 18th july 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint (inner_cement_pouch_open sealing). 1 complaint has been recorded for refobacin bone cement r 1x40g, batch: a751bd0910 within one year. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the inner pouch which contain the cement powder was opened, that caused a cement powder leakage. This happened during a surgery and another backup product was used to complete the surgery. No adverse events have been reported as a result of the malfunction.